Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the subject had symptoms of angina and during a procedure of the 90% stenosed mid left anterior descending (lad) artery with an unspecified bare metal stent, balloon angioplasty (poba) was performed. Intravascular ultrasound (ivus) was used and the 2.5 x 23 mm xience prime stent was implanted at 12 atmosphere (atm). Post-dilatation was completed using a 2.75 x 8 mm unspecified high pressure dilatation balloon. Post-procedure ivus examination showed timi 3 flow, good stent vessel wall apposition and the procedure was completed. The date of discharge was unspecified. On (B)(6) 2013, the subject visited the hospital as an out-patient complaining of tightness of the chest. It was noted that st segment elevation was confirmed and a substance which seemed like thrombus formation was confirmed inside the stent by angiography. Some blood flow was confirmed, although the stent was partially occluded with the thrombus like substance. A thrombectomy was performed and blood flow was improved. The patient was recuperating. Ivus was performed and the lesion dilatated using a high pressure balloon catheter twice; the procedure was completed. The physician noted that the cause of the thrombus formation was undetermined. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, occlusion, and thrombosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.